Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA alleging the patient¿s one touch ultrasmart meter displayed the message ¿apply sample¿. The complaint was classified based on customer service representative (csr) documentation. The patient alleged that the meter message first appeared on (B)(6) 2019 around 7 am when the patient tried to do a blood test and the subject meter did not display a reading. The patient informed the csr that she manages her diabetes with an insulin pump that provides 10 units of humalog insulin for the basal rate and 12-15 units when she takes food. The patient claims that in response to the alleged issue, she kept her insulin pump off, as she was unsure what dosage of insulin she had to take. Later that day, around 5 pm she developed symptoms that indicated that her blood glucose was high, like ¿headache, dry throat and she felt very thirsty¿. The patient then immediately treated herself by activating the insulin pump and felt better after. She denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the patient did not use the subject meter for the first time and the correct testing process was being followed with the correct test strips. The csr also noted that the test strips completely drew in the blood sample, however, the csr was unable to resolve the issue during troubleshooting. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.

Manufacturer narrative:
This supplemental is being sent to correct the meter serial number submitted on the 3500a report on february 21, 2019. The correct serial number is: (b)(64).